Event description:
Multiple event reports regarding this particular product in which the IV tubing has become disconnected at the stopcock. Patients have experienced minor blood loss and loss of IV fluids. Staff are concerned since these issues began when the anesthesia tubing was switched to this product.